Event description:
It was reported that the patient passed out and fell to the floor during an episode. The episode was noted to be detected as non-sustained tachycardia instead of ventricular tachycardia due to cycle length variation. The rhythm was eventually detected and the patient received an appropriate shock. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 lead, implanted: (B)(6) 2011. A 419678 lead, implanted: (B)(6) 2011. (B)(4).